Event description:
It has been reported to philips that the collimator was defective. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that filter was faulty. Upon functional testing the fse  found system prompt warning message "spectral filter not avail. Fse replace the collimator to solve the problem. After replacement of the collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.